Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Doctor was inserting locking screw into variax distal medial humerus plate. A fine piece of wire about 4mm long was produced from the screw/plate interface upon final locking. The doctor commented that this had happened previously on a variax distal radius case.

Manufacturer narrative:
The reported event that a fine piece of wire about 4mm long was produced from the screw/plate interface upon final locking could be confirmed since the returned device matches the reported failure. It can be assumed that this piece was produced from the thread of the screw during final locking due to a wrong angle applied (more than the 30 degrees recommended by the current literature). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. The surgery was completed successfully. Indications for any material, manufacturing or design related problems were not determined in the investigation. Based on the investigation results, this case can be classified as user-related.

Event description:
Doctor was inserting locking screw into variax distal medial humerus plate. A fine piece of wire about 4mm long was produced from the screw/plate interface upon final locking. The doctor commented that this had happened previously on a variax distal radius case.